Manufacturer narrative:
Product analysis: the product was discarded by the customer; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient developed an abdominal aortic aneurysm (aaa). The transcatheter bioprosthetic valve was implanted without issue using an 18 french sheath. After implant, a computed tomography (CT) angiography was performed, due to a prolonged inflammatory response, which revealed a partial collapse near the intima of the aaa lumen and an increase of mural thrombus. The physician suspected an aortic dissection due to an unknown cause and a stent was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: it was reported that the patient had an existing abdominal aortic aneurysm (aaa) prior to the implant of the valve. After implant, the physician suspected an aortic dissection. The cause of the dissection was not known. Cardiovascular injury, such as dissection are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities), and/or procedural effects (sheath used, user technique, puncture cut location). Based on the information available, an assignable root cause of the vascular complication could not be determined and the relationship to the enveor delivery catheter system (dcs) could not be established. The reported thrombus most likely occurred as a result of the dissection, however without additional information, we were unable to determine the exact cause. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. The lot number of the subject dcs was not known, and therefore a device history record (DHR) lot review could not be performed on the dcs. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. If information is provided in the future, a supplemental report will be issued.